Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A2.25 x 38 synergy drug-eluting stent was advanced to treat the target lesion. However, the stent got lifted up upon delivery. The device was removed and the procedure was completed with a different size synergy. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged both on the proximal and distal ends of the stent with stent struts lifted and distorted. The undamaged section of the crimped stent od (outer diameter) was measured and was within the maximum crimped stent profile measurement. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks on the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A2.25 x 38 synergy¿ drug-eluting stent was advanced to treat the target lesion. However, the stent got lifted up upon delivery. The device was removed and the procedure was completed with a different size synergy. No patient complications were reported and the patient's status was stable.